Event description:
Reporter indicated that device diagnostic testing at office visit indicated that both the normal mode and magnet mode output currents were set to oma. The elective replacement indicator was no, indicating that the generator was not at end of service. It was reported that "everything looked ok" at prior visit three months earlier. Pt's device was reprogrammed to appropriate settings. User programming error at previous office visit is suspected.